Manufacturer narrative:
Date sent to the FDA: 4/20/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2014 during which the surgeon noted omental adhesions to the mesh in the anterior abdominal wall. The adhesions were taken down. It was reported that the patient experienced severe pain, adhesions, mesh buckling, bulging, loss of appetite, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/06/2021. Additional b5 narrative: it was reported that the patient experienced recurrent ventral incisional hernia following surgery.